Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. During the week of (B)(6) 2023 (specific date could not be recalled), approximately on (B)(6) 2023, the patient¿s wife reported that the patient¿s continuous glucose monitor (cgm) was not working after starting a new session (error on dexcom not specified). There were no cgm and the blood glucose meter values reported for this event. On the same day, the patient fell, and the paramedics were called. The patient was then transported to the emergency room (ER). The paramedics took the patient¿s sensor and transmitter off and disposed of them. There was no documentation of the treatment the patient received by the paramedics or at the ER. Due diligence to contact the patient by technical support for more information was unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.